Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, multiple attempts were performed to advance the enroute 0.035" j-wire in the common carotid artery to place the enroute arterial sheath. After the arterial sheath was placed, digital subtraction angiography (dsa) revealed a possible dissection. The physician attempted to advance past the dissection plane and access the internal carotid artery with the 0.014" guidewire with no success. A second access was performed and the physician continued the procedure as planned. After the stent was placed at the lesion, the physician elected to convert the procedure to transfemoral carotid artery stenting (tf-cas) to address the dissection. No health consequences or impact were reported.